Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the emitter and control box. The system then passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that a recognition failure occurred with the emitter. The communication error occurred following inserting the emitter into the control box. Communication was able to established by repeating the operation multiple times. The emitter and control box were replaced and it began functioning as intended. No patient present.

Manufacturer narrative:
Additional analysis information received on april-19-2019 regarding the analysis initially completed on february-18-2019. A medtronic representative went to the site to test the equipment. Testing revealed recognition failure occurred with em. Communication error occurred following inserting the emitter into the control box. Communication was able sometimes by repeating the operation multiple times. The emitter and control box were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The control box was returned for analysis. Through visual and functional testing it was conformed that no failure was found with the part. The reported problem could not be duplicated. The emitter was returned for analysis. Through visual and functional testing it was found that the axiem and tool ports were not tracking / displaying a red status. Em interface showed that there was a fault on drive/coil one. An electrical failure was confirmed. If information is provided in the future, a supplemental report will be issued.